Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. The field service engineer was able to push several exams without issue. Requested exam that was unable to transfer, but the site refused to release the exam for further investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that images were not transferring to the electronic picture archiving and communication systems (pacs) from one specific exam. No other exams were having issues. No patient present.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis was unable to determine probable cause without further information since the behavior could not be replicated. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If follow-up, what type?: additional information: the case was completed with a different, successfully transferred exam. If follow-up, what type?: correction: initial reporter. If information is provided in the future, a supplemental report will be issued.